Event description:
Pt was having egd with biopsies. When the biopsy cable was introduced into the stomach and opened, both jaws fell off the biopsy cable. Then, an additional, new and functioning biopsy cable was introduced into the pt.'s stomach to remove the jaws x2. The patient was subjected to 3 additional scope insertions due to this event -x2 to remove the jaws and one additional time to collect the biopsies-. The defective jaws were removed successfully, and pt did require one additional dose of sedation.